Event description:
It was reported that a patient sustained a distal femur non-union which resulted in a broken 4.5mm condylar locking compression plate. The patient underwent a second surgery to debride the non-union and re-plate. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes hty, jdw, and hrs. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
Device used for treatment, not diagnosis.